Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11-aug-2021. Correction to g2 to add the foreign country belgium and health professional. Updates to a1 and h6 "component code". This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device including the following: pre-cleaning: performed within 5 to 30 minutes after use. Manual cleaning: detergent: non-olympus. Brush: non-olympus. Aer: soluscope 4: soluscope cln / soluscope paa brush: non-olympus. Storage: no information. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section rubber glue was lifted however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus europa k.g reported that the date of g3 for the initial report was august 12, 2021, not august 16, 2021. So g3 of the initial report is corrected to august 12, 2021. Olympus medical systems corp. (Omsc) was informed that the sample collected from the air/water channel of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for acinetobacter lwoffi (27cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report. The event date was unknown.